Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose has been running high after meal and bolus. Customer does not know why. Customer stated that her blood glucose has been running in the 400-500 mg/dl range. Customer's blood glucose is 121 mg/dl. Customer treated with a manual injection. Customer stated that she could not sleep. Customer stated that she found one little air bubble in the tubing. Customer was assisted with removing the reservoir and rewinding the pump. Customer stated that the insulin did exit the tubing during manual prime. Customer did not have a tubing clamp and was advised to call back when she receives it to continue troubleshooting. Customer was advised to do a complete set change.